Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a second device, 26mm bioprosthetic valve, was implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device, 25mm bioprosthetic valve, at the time of the procedure was approximately five (5) years and ten (10) months. The reason for reoperation was severe prosthetic stenosis and severe mitral insufficiency. The bioprosthetic mitral valve was also indicated to be severely thickened and the leaflets were moderately calcified. After the second device was implanted, transesophageal echocardiogram confirmed proper positioning of the valve with mild paravalvular leak, and hemostasis was then confirmed. The patient was transferred to the cardiothoracic intensive care unit in stable condition and there was no complication.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.